Event description:
It was reported that the ipg was explanted and replaced, which resolved the issue.

Manufacturer narrative:
This was previously reported as a malfunction, this supplement serves as a purpose to add the fsca number and fsca information. Corrected data: b1 - product problem checked. H7 - correction (other remedial action) added. H9 - (B)(4) added. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent a non-related surgical procedure wherein the ipg may not have been placed into surgery mode prior to the procedure. As a result, the patient's ipg was unable to communicate with external devices and the patient lost therapy. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention may occur at a later date to address the issue.